Event description:
It was reported that the user received alert 38 indicating consecutive stalled motor events on the ilet insulin pump, restarted the device several times, performed a dry run with support, and experienced the alert again when reinserting supplies; the user planned to perform a full supply change at home. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status or activities of daily living. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed recurrence of the motor stall alert despite restarts and dry run, suggesting a potential device or supply pathway malfunction. It was concluded that the event involved a suspected device malfunction related to the insulin delivery motor stall, with replacement advised if the alert recurs after a supply change.